Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately six months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A white substance was noted on the outer insulation. A cosmetic depression was observed on the outer insulation of the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A white substance and a cosmetic depression were noted on the outer insulation of the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.